Manufacturer narrative:
The full identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer postal code is (B)(6). The customer telephone number is (B)(6). The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as system check, calibration and quality control results were passing at the time of the event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported elevated il-6 (access il-6 assay, part number a16369, lot number 922941). Patient results were generated on the customer's unicel dxi 800 analyzers (unicel dxi 800 access immunoassay analyzers (part number a71456 and serial numbers (B)(4) and (B)(4))). The sample was initially run on dxi 800 serial number (sn) (B)(4) and a result of 6.27 pg/ml was obtained. The sample was then run on dxi 800 sn (B)(4) and a result of 20.13 pg/ml was obtained. The sample was repeated two more times on dxi sn (B)(4) and results of 7.39 pg/ml and 7.04 pg/ml were obtained. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators of passing system check, calibration and quality control recovery did not demonstrate an issue with the system. There were no issues with sample integrity reported by the customer. The sample was collected in a serum gel tube and was noted to be completely filled. Sample was noted to be clear. Sample was centrifuged at 3000 rpm for 10 minutes. Other sample collection, handling and processing information such as storage and other sample related information was not provided by the customer.